Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the improper functioning of latch assembly. A field service engineer cleaned latches for door and checked components in order to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door continuously failed. The customer retrieved the medication from another station and confirmed no delay to patient care. There were no adverse events or injuries reported based on this event.